Event description:
A report was received stating a ventilator stopped cycling during patient use. The patient was removed from the ventilator and placed on an alternate device without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all performed testing and operates within manufacturing specifications.